Event description:
On or about (B)(6) 2007, plaintiff underwent placement of defendants' vortex port catheter device, with model number ssax-16-1, and lot number 27839. The vortex was implanted by dr. (B)(6), at (B)(6) hospital (B)(6). On or about (B)(6) 2007, plaintiff presented to (B)(6) hospital (B)(6) for removal of the vortex given the device was no longer needed and was not flushing properly. On or about (B)(6) 2007, dr. (B)(6) attempted to remove the vortex device, and while he was able to remove the port body itself, he discovered that the catheter portion of the device had fractured and migrated. Plaintiff underwent imaging, which confirmed a fragment of the fractured catheter remained in his body. On or about (B)(6) 2007, plaintiff presented to (B)(6) hospital in (B)(6) to undergo retrieval of the fractured catheter fragment. The retrieval procedure was performed by dr. (B)(6), and she was able to successfully retrieve the entire catheter fragment.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).